Event description:
The account reported the side rail will not go up or down. No patient injury reported.

Manufacturer narrative:
The account found the side rail lock mechanism is broken on the inside. The bed will be swapped for a known working bed. No further information is available on the repair of the bed at this time. A follow up report will be sent once this information becomes available.